Event description:
We did not like this malem alarm. It is poorly designed with loud scary tones and not child friendly at all. Even the instructions stated in the manual are poorly put in. My daughter used it only for two days and both nights, she complained of redness and pain on her skin from where the alarm was placed. She said she felt it was tingling her when the alarm woke her up. The second night of use when the alarm went off, the alarm was extremely hot and it burnt her. She was so scared and she was crying when I went to her room. Being hot, it took me longer than I would like to turn it off. In the process, I injured myself from heat and she was burnt. She hates this alarm and does not want to even touch it. In my opinion this alarm is not meant to stop bedwetting but to make your child scared. I will have to consider visiting her dr for further treatment. This product is very risky. Irritation and burns on skin. FDA safety report ID# (B)(4).